Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
The pump was refilled on (B)(6) 2014. The patient went to the hospital last week wednesday or thursday. The patient had trouble getting up, but went into the bathroom and had diarrhea. She then sprawled on the bed and called 911 because she knew something ¿wasn¿t right¿. Several times she was very cold. The patient had nausea/vomiting the day before she went to the hospital and it continued while she was in the ICU (intensive care unit). The patient believed that she was overdosed. The patient was given narcan and was fine afterwards. The patient had no other medical issues. The patient stated she ¿felt similar to how she felt before the pump was implanted when she had to go without her (B)(4) patch¿. The patient did not have the patches anymore. The patient was scared because she lived alone and she drove. When the patient was in the hospital had a "c-dip" test; it was a test for her colon, but it was negative. It had been positive in the past. The pump volumes were accurate at the last refill. The patient insisted that she wasn¿t taking any oral medications. As of the date of this report, the patient was fine. The device system was delivering bupivacaine and morphine. On (B)(6) 2014, the pump was aspirated and it matched what was expected; they expected 9.8 and pulled back 9.5. The patient was being referred for a dye study. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.